Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the lcd display was damaged, which confirmed the original complaint issue. However, it was determined to have been caused by physical damage, not a malfunction of the device; therefore, this is no longer a reportable event.

Event description:
Dealer is stating that the display screen is damaged.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated and/or a follow up be sent.

Event description:
Dealer is stating that the display screen is damaged.